Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had replace battery alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that the insulin pump had power loss error. Customer was able to successfully clear the alarm and able to complete pump rewind. The customer received replaced battery alarms with out low battery alarm. The customer was assisted with troubleshooting and the alarm did not clear. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with power error detected due to j6 connector resistance issue. Insulin pump passed the displacement test, sleep current test and active current test.